Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was severed 141 mm from the terminal pin. Another lead segment was returned, but in total, there appeared to be missing portions of the lead. In addition, blood/body fluid was noted in the lumens of the lead. The distal high voltage cable was also fractured at the proximal end of the yoke stake block, and the helix was extremely stretched. This type of damage is consistent with damage caused by grabbing the yoke of the lead and pulling with force to remove the lead terminals from the device header. Impedance readings from the device that this lead was implanted with shows that this lead functioned normally the whole time it was implanted.

Event description:
It was reported that this patient went in for a therapy upgrade procedure, so their existing device was changed out and replaced. With the new device, high out of range shock impedances were observed on the right ventricular (rv) lead. The values were greater than 200 ohms. Troubleshooting was performed, but the high impedances continued. The new device was then changed out, but with a second device, the values continued to be greater than 200 ohms. A shock was performed and that device exhibited a code 1005 indicative of an open circuit fault, which points to a lead issue. The rv lead was then explanted and replaced. After the case, it was noted that the physician may have been cauterizing close to the lead, causing the reported observations. No additional adverse patient effects were reported.